Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. As received, the monitor displayed service code 102. Upon evaluation, the trace to the c33 high voltage capacitor was broken away from the solder pad. The cause of the service code was the damaged high voltage capacitor. The root cause of the damage is physical abuse, as evidence by the visual damage to the monitor. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying service code 102 (charge profile fault).